Event description:
It was reported that the patient implanted with this spinal cord stimulator described feeling shock sensations from the site of her implant. The patient conferred with her physician and was advised the sensations may be related to bed sores. The patient asserted they do not suffer from bed sores and asked to have their device evaluated. The patient also reported their physician explained that no reprogramming of the stimulator could be completed and advised the patient of possible risks of removing the stimulator. Additional information was received that the patient was seen in-clinic and the impedance measurements were confirmed to be within normal range and the battery was confirmed to be fully charged. The patient reported they were not experiencing adequate pain relief from their stimulator and experienced shock and burning sensations, in the right hip and low back, even when the stimulator was programmed off. The patient reported when they programmed the device to paresthesia, it caused vertigo. It was confirmed the patient had a sore near her lower buttocks and she confirmed she was having pain at that site. Additionally, the patient had lost 18 pounds and the battery was protruding, most likely contributed to by the weight loss. The patient was referred to a physician to discuss explant with possible replacement of the device. Three good faith efforts were completed to ascertain whether this device was replaced and no further information could be obtained. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: exact date unknown, event ongoing for two years. This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4).